Manufacturer narrative:
The pump was returned, and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving prialt and dilaudid at unknown doses and concentrations via an implantable infusion pump. The indication for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient heard the critical alarm on (B)(6) 2018 and confirmed via the personal therapy manager (ptm) that a motor stall occurred; the code displaying on the ptm was 8835. The patient called the hcp office and reached the after-hours emergency . It was noted that the patient had not heard back from the pump hcp at the time of this report. The patient was instructed to go to the emergency department. No symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was receiving 15 mg/ml dilaudid at a dose of 4.16 mg/day and 15 mcg/ml prialt at a dose of 4.169 mcg/day via an implantable infusion pump. It was reported that since (B)(6) 2018 the patient had experienced motor stall and motor recovery. It happened several times. The patient heard an internal alarm coming from his back go off and his pain management physician informed him to go to the ER. No known environmental factors were described. As diagnostics/troubleshooting, an interrogation of the pump and logs was performed and motor stall and recovery occurred several times. Surgical intervention occurred, the pump was explanted and replaced on (B)(6) 2018. The rep was in possession of the explanted pump and it was to be returned to the manufacturer for analysis. The issue was resolved at the time of this report and the patient's status was "alive - no injury".